Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measuring greater than 125 ohms. Technical services (ts) was consulted and noted that the change was a gradual rise in shock impedance measurements with calcification being the suspected cause. Ts suggested monitoring and if needed a deliver commanded shock to test the lead could be performed. This rv lead remains in service. No adverse patient effects were reported.